Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Patient noticed the implant was loose with no pain. Implant was torqued properly at cementation without problem or pain.